Event description:
The surgeon used a aq cartridge-fp to implant the iol. The part of the barrel that comes in contact with eye is smooth, it is further up on the outside of the barrel that is rough. The lens was delivered with no problems and remains implanted. No patient injury.